Event description:
The set screw for handle is coming out. Reporter later stated that they noticed a screw missing from the device while doing a lumbar laminectomy. Patient was taken to x-ray but the screw was not found.